Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with the matrix drawer cable. A field service engineer powered down the station and plugged in a matrix drawer cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer failed to open, and the issue persisted even after rebooting the station. The malfunction occurred when the user was trying to issue the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.